Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the grasper jaws were missing plastic on the proximal ends. The exact cause of the damage is unknown. During the manufacturing and assembly process, applied medical graspers are functionally tested 100%. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Event description:
Laparoscopic colectomy - "grasper broke - grey plastic during procedure." Patient status: "fine."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.